Event description:
Caller reported that when they woke pt from their nap, pt was slightly unresponsive, did not recognize anyone and stated that they did not feel good. The caller reported testing pt on the finger several times with the freestyle meter and results were 147 mg/dl, 82 mg/ml, 262 mg/dl and 305 mg/dl. These reported freestyle comparision results differ by more than 20% and meet the manufacturer's definition of a malfunction. The family member then called the paramedics because they thought pt may be having a stroke. The paramedics received a reading 46 mg/dl with an unk brand meter and transported the customer to the hospital. The customer was treated with oral glucose and released.